Manufacturer narrative:
The device arrived on august 9th, 2016. Natus will conduct an investigation and report to FDA with a follow up report. Device returned on aug/09.

Event description:
The device was hot to the touch and lost hours of recording. No one was injured.

Manufacturer narrative:
The reported device has been returned, and upon investigation, natus could not reproduce the overheating issue. The device did not exhibit any sign of burn, and it performed to specification without any issue.

Event description:
The device was hot to the touch and lost hours of recording. No one was injured.